Event description:
It was reported that during the procedure, a 2.5x38 xience prime stent delivery system (sds) was advanced toward a lesion in the obtuse marginal coronary artery, but was unable to cross the lesion. The xience prime device was withdrawn from the anatomy and two unspecified stents crossed and were successfully deployed. After preparation of a 3.0x6 nc trek rx balloon dilatation catheter (bdc) per instructions for use and attachment of an unspecified inflation device, when inserting the nc trek rx bdc into the guiding catheter to post-dilate the stents, blood was noted inside of the inflation device, thus, the physician suspected an issue with the balloon and withdrew the bdc from the guiding catheter. After withdrawal, a kink in the shaft was noted and the shaft separated outside of the patient while under inspection by the staff. A new unspecified bdc was then used to post-dilate the stents, completing the procedure with satisfactory results. There were no adverse patient effects and no occurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: prior to the attempt to cross with the 2.5x38 xience prime stent system, pre-dilatation had been performed with a 2.0x15 unspecified balloon dilatation catheter (bdc) and an unspecified 2.5x8 nc bdc. The inability of the 2.5x38 xience prime to cross was reportedly due to both patient anatomy and resistance against two unspecified guide wires during advancement (with one guide wire positioned as a support wire and the xience prime advanced over the other guide wire). The 2.5x38 xience prime was withdrawn from the anatomy without resistance. A 2.5x23 xience prime and a 2.5x33 xience prime sds crossed and were successfully deployed. Reportedly, the failure to cross contributed to a delay, but the delay did not result in a health impact. The failure to cross of the 2.5x38 rx xience prime that resulted in a clinically significant delay is reported under manufacturer report number 2024168-2013-06269. The nc trek rx balloon catheter had been advanced into the guiding catheter without resistance and was withdrawn from the guiding catheter without resistance, before reaching the target coronary artery and prior to any inflation attempt once the blood was noted to be entering the inflation device. The reported suspected leak in the nc trek rx was confirmed to be located in the mid shaft area of the device. Though the shaft separated during inspection, the separation was inadvertent and not due to intentional manipulation by the handler. The same unspecified inflation device was used with the new unspecified balloon catheter to successfully perform routine post-dilatation of the stents. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported leak, kink and separation were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.